Event description:
It was reported that during a da vinci si surgical procedure a piece of the monopolar curved scissors instrument blade fell into the patient. The detached piece was retrieved and the planned procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, both scissor blades are intact and undamaged. However, the distal end of the tube extension is broken on one side, adjacent to one of the keys. A .195 x .225 detached piece of the tube extension was returned with the instrument. The tube extension exhibits cracking directly below the broken section. It was determined that the damage is likely due to mishandling/misuse. No other damage was found.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.